Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on dec 29, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cancer and other thermal issue. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external investigation, the manufacturer was observed very little contamination on the outside. The air inlet port had some dirt/debris visible from outside. The iso port appeared to contain a layer of yellow contamination. During an internal investigation, the manufacturer was observed evidence of sound abatement foam degradation and breakdown in the blower box, on the inside surface of the blower upper cap, and in the blower box. A black, tar-like substance consistent with degraded sound abatement foam was also found on and in the blower assembly. In the upper blower assembly, the tar-like substance formed a textured surface that appears similar to pitting, but no pitting was observed in the blower assembly material. -slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation. The manufacturer was unable to address the patient's symptoms.